Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services plugged the blade into a test monitor and the images were fine. The blade was already replaced so the returned blade was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 4, the blade would not display an image. No delay in the procedure was reported though a back-up glidescope gvl 4 was used to complete the procedure. No harm to patient or user was reported.